Event description:
A customer contacted beckman coulter regarding falsely negative (-) serum test result from the icon 25 hcg test kit. The customer indicated that a pt had a urine sample tested with the icon 25 hcg test kit and the result was negative (-). The physician questioned the result. The customer indicated that the pt serum sample was sent for a quantitative test. - the result was "very high". - the actual result was not provided. The customer did not provide any additional information regarding this event. No change to the pt treatment was reported that can be attributed to or connected with this event.